Manufacturer narrative:
(B)(4). Covidien customer support engineer (cse) verified the reported malfunction. The cse inspected the device and replaced the bd central processing unit (cpu) printed circuit board (pcb). The cse identified that additional parts (motherboard pcb and/or inspiratory blindmate cable) are needed. The customer was to order the parts, repair and test the device. The customer informed covidien that the device is now back in service.

Event description:
Customer reported that an 840 ventilator stopped cycling. Device was not being used on a pt when event occurred.